Event description:
It was reported the patient experienced pain and was not receiving adequate pain control. The spinal segment of the catheter had a break and had come out of the intrathecal space. On (B)(6) 2014 a revision was done and a portion of the spinal segment (5cm) was removed and the remaining 19cm remained in the intrathecal space disconnected from the active catheter and pump. A new catheter was implanted and connected to the existing remaining portion of the original catheter. The cause of the issue was not determined. The patient was hospitalized. Patient status at time of this report was alive with no injury. The pump was delivering morphine. Additional information has been requested. A follow up report will be submitted if additional information is obtained.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient was experiencing no pain relief. The patient recovered without permanent impairment.